Event description:
It was reported that the right atrial (ra) lead was suspected of intermittent undersensing during recorded episodes. It was also re ported that the right ventricular (rv) lead observed high capture threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.